Event description:
Terumo medical corporation received the following reported information: when the fx25 (pre-connected circuit) was used for the thoracoabdominal case, pco2 value increased up to maximum 85.6mmhg. The above value was observed when extracorporeal circulation was performed at a hypothermic temperature of around 16°c and it became normal after rewarming. The oxygenator was not exchanged. No medical/surgical intervention was required. The procedure outcome was not reported; however, no harm was reported.

Manufacturer narrative:
E3: occupation: clinical engineer. G4: 510(k) no.: k130520. H4: device manufacture date: unknown due to unknown lot number. In this case, the actual device or lot information could not be obtained, and it was not possible to investigate the manufacturing records. Based on the information that "extracorporeal circulation was performed at a hypothermic temperature of around 16°c," it was thought that lowering the blood temperature may have made it more difficult to remove carbon dioxide (the lower the blood temperature, the more easily carbon dioxide dissolves, making it more difficult to remove). However, since the actual device could not be confirmed, it was not possible to clarify the cause of this case. The instructions for use (IFU) (capiox fx25) indicates as follows regarding the gas transfer failure: "measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.